Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5260701. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the grey rubber sheath stuck to the side of the needle of the 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter as you connected the needle to the hub causing blood to leak out.